Event description:
A report was received that the patient underwent a revision due to swelling at midline incision. No infection was suspected. The physician moved the anchors slightly to provide a more comfortable location. Nothing was implanted or explanted. The patient is reportedly doing well following the procedure.